Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure perforated my fallopian tube/ perforation of fallopian tube/ perforation of my fallopian tube) / perforation of upper fallopian tube"), device breakage ("essure broke in half / both devices were broken in half"), pelvic pain ("I lived in pain everyday for 2 years / persistent pain / severe and persistent pain"), back pain ("severe back pain /back pain back-lower sides pain-sharp, whole time they were in"), abdominal pain lower ("pain in the right lower quadrant-( tingling,stabbing, whole time they were in) / cramps in my side/ side pain- whole time they were in"), urinary tract infection ("utis (interpreted as urinary tract infection)"), infection ("infections") and basedow's disease ("graves disease") in an adult female patient who had essure (batch no. 663253) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included multigravida (gravida 3), parity 3 ((B)(6) 1994, (B)(6) 1995 and (B)(6) 2000), caesarean section on (B)(6) 2009, gestational diabetes (on her 3rd pregnancy) in 2009 and pre-eclampsia (on her 2nd pregnancy) in 1995. Previously administered products included for water retention: furosemide from 2007 to 2008. Concomitant products included medroxyprogesterone (depo provera) for contraception. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and urinary tract infection (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced back pain (seriousness criteria medically significant and intervention required). In 2010, the patient experienced dental caries ("tooth decay (progressively became worse)"). In (B)(6) 2017, the patient experienced basedow's disease (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with adnexa uteri pain, device breakage (seriousness criteria medically significant and intervention required), infection (seriousness criterion medically significant), mental disorder ("caused or aggravated psychiatric or psychological condition") and complication of device removal ("were you advised of any complications from your essure removal procedure?: yes"). The patient was treated with ibuprofen, antibiotics, surgery (removal of essure, stitched fallopian tube at perforation site,laparoscopic bilateral removal (B)(6) 2012), surgery (essure removal), surgery (essure removal), surgery (essure removal) and surgery (essure removal). Essure was removed on (B)(6) 2012. On (B)(6) 2012, the back pain and abdominal pain lower had resolved. In (B)(6) 2017, the basedow's disease had resolved. At the time of the report, the fallopian tube perforation, pelvic pain, urinary tract infection, infection and dental caries had resolved and the device breakage, mental disorder and complication of device removal outcome was unknown. The reporter considered abdominal pain lower, back pain, basedow's disease, complication of device removal, dental caries, device breakage, fallopian tube perforation, infection, mental disorder, pelvic pain and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50 kg/sqm. Computerised tomogram - in 2011: both devices were broken in half most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Updated suspect drug indication. Lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure perforated my fallopian tube/ perforation of fallopian tube/ perforation of my fallopian tube) / perforation of upper fallopian tube"), device breakage ("essure broke in half / both devices were broken in half"), pelvic pain ("I lived in pain everyday for 2 years / persistent pain / severe and persistent pain"), back pain ("severe back pain /back pain back-lower sides pain-sharp, whole time they were in"), abdominal pain lower ("pain in the right lower quadrant-( tingling,stabbing, whole time they were in) / cramps in my side/ side pain- whole time they were in"), urinary tract infection ("utis (interpreted as urinary tract infection)"), infection ("infections") and basedow's disease ("graves disease") in an adult female patient who had essure (batch no. 663253) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included multigravida (gravida 3), parity 3 ((B)(6) 1994, (B)(6) 1995 and (B)(6) 2000), caesarean section on (B)(6) 2009, gestational diabetes (on her 3rd pregnancy) in 2009 and pre-eclampsia (on her 2nd pregnancy) in 1995. Previously administered products included for water retention: furosemide from 2007 to 2008. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and urinary tract infection (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced back pain (seriousness criteria medically significant and intervention required). In 2010, the patient experienced dental caries ("tooth decay (progressively became worse)"). In (B)(6) 2017, the patient experienced basedow's disease (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with adnexa uteri pain, device breakage (seriousness criteria medically significant and intervention required), infection (seriousness criterion medically significant), mental disorder ("caused or aggravated psychiatric or psychological condition") and complication of device removal ("were you advised of any complications from your essure removal procedure?: yes"). The patient was treated with antibiotics, ibuprofen and surgery (essure removal and removal of essure, stitched fallopian tube at perforation site,laparoscopic bilateral removal). Essure was removed on (B)(6) 2012. On (B)(6) 2012, the back pain and abdominal pain lower had resolved. In (B)(6) 2017, the basedow's disease had resolved. At the time of the report, the fallopian tube perforation, pelvic pain, urinary tract infection, infection and dental caries had resolved and the device breakage, mental disorder and complication of device removal outcome was unknown. The reporter considered abdominal pain lower, back pain, basedow's disease, complication of device removal, dental caries, device breakage, fallopian tube perforation, infection, mental disorder, pelvic pain and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50 kg/sqm. Computerised tomogram - in 2011: both devices were broken in half. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure perforated my fallopian tube/ perforation of fallopian tube/ perforation of my fallopian tube) / perforation of upper fallopian tube"), device breakage ("essure broke in half / both devices were broken in half"), pelvic pain ("I lived in pain everyday for 2 years / persistent pain / severe and persistent pain"), back pain ("severe back pain /back pain back-lower sides pain-sharp, whole time they were in"), abdominal pain lower ("pain in the right lower quadrant-( tingling,stabbing, whole time they were in) / cramps in my side/ side pain- whole time they were in"), urinary tract infection ("utis (interpreted as urinary tract infection)"), infection ("infections") and basedow's disease ("graves disease") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included multigravida (gravida 3), parity 3 ((B)(6) 1994, (B)(6) 1995 and (B)(6) 2000), caesarean section on (B)(6) 2009, gestational diabetes (on her 3rd pregnancy) in 2009 and pre-eclampsia (on her 2nd pregnancy) in 1995. Previously administered products included for water retention: furosemide from 2007 to 2008. Concomitant products included medroxyprogesterone (depo provera) for contraception. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In september 2009, the patient had essure inserted. In september 2009, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and urinary tract infection (seriousness criterion medically significant). In october 2009, the patient experienced back pain (seriousness criteria medically significant and intervention required). In 2010, the patient experienced dental caries ("tooth decay (progressively became worse)"). In february 2017, the patient experienced basedow's disease (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with adnexa uteri pain, device breakage (seriousness criteria medically significant and intervention required), infection (seriousness criterion medically significant), mental disorder ("caused or aggravated psychiatric or psychological condition") and complication of device removal ("were you advised of any complications from your essure removal procedure?: yes"). The patient was treated with ibuprofen, antibiotics, surgery (removal of essure, stitched fallopian tube at perforation site,laparoscopic bilateral removal 03/02/2012), surgery (essure removal), surgery (essure removal), surgery (essure removal) and surgery (essure removal). Essure was removed on (B)(6) 2012. On (b))(6) 2012, the back pain and abdominal pain lower had resolved. In may 2017, the basedow's disease had resolved. At the time of the report, the fallopian tube perforation, urinary tract infection and dental caries was resolving, the device breakage, mental disorder and complication of device removal outcome was unknown and the pelvic pain and infection had resolved. The reporter considered abdominal pain lower, back pain, basedow's disease, complication of device removal, dental caries, device breakage, fallopian tube perforation, infection, mental disorder, pelvic pain and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50 kg/sqm. Computerised tomogram - in 2011: both devices were broken in half most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Outcome of urinary tract infection, tooth decay and fallopian tube perforation outcome was recovering. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure perforated my fallopian tube/ perforation of fallopian tube/ perforation of my fallopian tube) / perforation of upper fallopian tube"), device breakage ("essure broke in half / both devices were broken in half"), pelvic pain ("I lived in pain everyday for 2 years / persistent pain / severe and persistent pain"), back pain ("severe back pain /back pain back-lower sides pain-sharp, whole time they were in"), abdominal pain lower ("pain in the right lower quadrant-( tingling,stabbing, whole time they were in) / cramps in my side/ side pain- whole time they were in"), urinary tract infection ("utis (interpreted as urinary tract infection)") and infection ("infections") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included multigravida (gravida 3), parity 3 ((B)(6) 1994, (B)(6) 1995 and (B)(6) 2000), caesarean section on (B)(6) 2009, gestational diabetes (on her 3rd pregnancy) in 2009 and pre-eclampsia (on her 2nd pregnancy) in 1995. Previously administered products included for water retention: furosemide from 2007 to 2008. Concomitant products included medroxyprogesterone (depo provera) for contraception. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required) and urinary tract infection (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced basedow's disease ("graves disease"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with adnexa uteri pain, device breakage (seriousness criteria medically significant and intervention required), infection (seriousness criterion medically significant), dental caries ("tooth decay"), mental disorder ("caused or aggravated psychiatric or psychological condition") and complication of device removal ("were you advised of any complications from your essure removal procedure?: yes"). The patient was treated with ibuprofen, antibiotics, surgery (removal of essure and stitched fallopian tubes at perforation site). Essure was removed on (B)(6) 2012. On(B)(6) 2012, the back pain and abdominal pain lower had resolved. In (B)(6) 2017, the basedow's disease had resolved. At the time of the report, the fallopian tube perforation, device breakage, urinary tract infection, dental caries, mental disorder and complication of device removal outcome was unknown and the pelvic pain and infection had resolved. The reporter considered abdominal pain lower, back pain, basedow's disease, complication of device removal, dental caries, device breakage, fallopian tube perforation, infection, mental disorder, pelvic pain and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50 kg/sqm. Computerised tomogram - in 2011: both devices were broken in half. Most recent follow-up information incorporated above includes: on (B)(6) 2017: follow up received via a pfs form: new reporters were added, reporters' information updated. Patient's information was updated. Product stop date was added. New events were added: abdominal pain lower, back pain, basedow's disease, dental caries, device breakage, fallopian tube perforation, infection, mental disorder, urinary tract infection, complication of device removal and device monitoring procedure not performed. "Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Indicates here initial submission by the new legal manufacturer only¿. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.